Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trail the index procedure was in 2007. Predilatation was performed prior to stenting of the mid rca with one xience v stent. No procedural complications were reported at the time the index procedure took place. In 2009, the pt had a positive functional stress test, and was experiencing tiredness and shortness of breath. The pt was hospitalized with a diagnostic coronary angiography. Revascularization took place on this pt; however, there are no details regarding what type of revascularization took place and what lesion was treated. No add'l event or pt info is available.